Event description:
1st incident occurred on 06/29/99- account attempted to ventilate pt during elective intubation. Account was unable to maintain flow in resuscitator. Account then noted a tear in the neck of the bag. 2nd incident occurred on 06/30/99- account attempted to give continuous positive airway pressure to pt. Resuscitator would not hold peep. Hole was noted in bag.